Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance to reset the pump, and after resetting, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to call back if any malfunction code recurs and acknowledged the instructions.